Manufacturer narrative:
Updated fields (corrected data): h7 and h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument did not sufficiently seal the uterine artery, resulting in bleeding despite a double seal attempt. The size of the uterine artery was about 7 millimeters. The following information is unknown: the cause of the customer reported failure mode and complication, the estimated blood loss associated with the bleeding, and what surgical/medical intervention was rendered due to the bleeding.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The lot and sequence number of the vse instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A short video clip provided by the customer was reviewed. At the start of the video, the vessel sealer extend (vse) instrument is already positioned around tissue, and energy delivery begins less than a second into the recording. This timing is noted because it is not possible to visualize the surgeon¿s approach when positioning the vse instrument around the tissue, nor is it possible to determine the precise location of the target vessel within the jaws of the vse instrument. Additionally, it cannot be confirmed whether the target vessel was skeletonized prior to sealing. The jaws of the vse instrument are shown to be fully pitched, with the wrist articulated, at the time of sealing. The surgeon applies a single seal cycle, activating the sealing energy, and continues until the system automatically stops the cycle which is the expected behavior. Auto-stop occurs when the system detects adequate desiccation of the sealed tissue. Without moving the jaws or cutting the tissue, the surgeon then applies another seal cycle to the same tissue, again continuing until the system auto-stops the sealing energy. The surgeon subsequently cuts the tissue using the vse and removes the jaws from the site. Upon removal, bleeding is observed from the target vessel. Despite this, visibility of the surgical field is maintained, and blood does not immediately obscure the operative area throughout the remainder of the clip. After the bleeding occurs, the surgeon identifies the source, and points to it with a monopolar curved scissor. The video clip concludes before any further surgical interventions are observed, so how the bleeding was ultimately managed is unknown.